Event description:
This rv lead was implanted on (B)(6) 2001 and was explanted on (B)(6) 2018 due to infection united states with sepsis. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)